Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not capturing at max outputs and high impedance and noise were also noted. It was suspected the ra lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.